Event description:
It was reported that cgm displayed an error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through a full pump reset, confirmed that error message did not reappear, and then successfully started new sensor session with no further issues reported.